Event description:
A customer reported a flap was not cut correct in the unknown eye of a patient, during lasik surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Review of the logfiles for the day of treatment shows no relevant errors or any relevant warnings. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. The energy was stable during the whole day. The logfile shows twelve successfully performed treatments and one treatment cancelled by the surgeon after not reaching valid suction two values (the laser was not fired). As no treatment report was provided, all treatments of the day were reviewed. All treatments were finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for any treatment. No technical root cause could be identified. The laser was verified prior and after the treatment and was found to be in specification. The nci revealed no root cause. The root cause could not be identified by the investigation. The manufacturer internal reference number is: (B)(4).